Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 1562 labeled 4001 labeled internal file number - (B)(4). G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Evaluation summary: the device was returned for analysis. The reported foot detachment was confirmed. Loss of arterial access could not be replicated in a testing environment as it was based on operational circumstances. Based on these observations, it is likely that interaction with patient anatomy/calcification and/or failure to maintain a stable position of the device with respect to the tissue tract contributed to the needle deflecting off the foot plate during plunger deployment, breaking the foot which resulted in the loss of arterial access. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a mild calcified right common femoral artery was attempted using a proglide device via a 6f sheath after percutaneous transluminal angioplasty interventional procedure. Reportedly, marker lumen blood flow and foot deployment were successful; however, the plunger was attempted to be pushed down without any resistance felt and tension was applied to keep the foot positioned against the arterial wall, the device was unintentionally removed from the anatomy without any tissue damage. It was also reported a foot break occurred and broken piece was not found. The missing foot could not be confirmed with a CT scan and angiogram. Manual arterial compression was applied to achieve hemostasis. Patient did not complain about pain. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.